Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had rtc problem. Customer¿s blood glucose was 182 mg/dl at the time of incident. Troubleshooting was declined by the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a drive count alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count alarms.